Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the nail broke 6 months post surgery. Allegedly, it broke down right in the windows of the lag screws. It was additionally reported that surgery to remove the nail is scheduled for (B)(6) 2013.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the nail breakage was confirmed. Failures in material or manufacturing of the affected nail were not found. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload after an implantation period of 6 months. Additional information received suggests that in this case bone healing was insufficient and possibly non-union occurred. No non-conformity was identified.

Event description:
It was reported that the nail broke 6 months post surgery. Allegedly, it broke down right in the windows of the lag screws. It was additionally reported that surgery to remove the nail is scheduled for thursday (B)(6) 2013.